Manufacturer narrative:
The reported events of material bent and p-wave amplitude variation were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.

Event description:
It was reported during initial implant on (B)(6) 2025, under fluoroscopy, the right ventricular (rv) lead was observed as bent with p-waves varying and in low value. The rv lead was not implanted and a replacement was implanted instead. The patient was discharged.